Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent shoulder revision due to dislocation. During the procedure, it was noted the polyethylene had disassociated from the stem. The glenosphere and polyethylene were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports 0001825034-2023-00625. Item#: 115313; lot#: j7407973. 0001822565-2023-00796. Item#: 00434906506; lot#: 65566647. Other associated products: item#: 00-4349-066-06; lot#: 63676333. Item#: 110030777; lot#: 65560519. Item#: 010000589; lot#: 881160. Item#: 115313; lot#: j7407973. Item#: 118000; lot#: j7329702.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.